Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 544 mg/dl between 9:00 am and 9:30 am. The customer had eaten and it was unknown if the customer had corrected or treated his high blood glucose level. The customer stated that he had difficulty due to his high blood glucose. The customer mentioned that he had a high blood glucose level up to 600 mg/dl when he woke up. The customer had 2 consecutive high blood glucose values and confirmed that he had gotten the bolus by reviewing the bolus history. The customer reported that he also ate a lot of potato chips. It was found that the customer treats with shots. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer stated that the cannula was bent and it may have contributed to the high blood glucose reading. The customer declined to continue troubleshooting the pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.